Event description:
The customer reported that approximately 1 to 2 ml of clear fluid leaked from the blood sampling valve (bsv), at wire marker wm5, of the coulter lh 780 hematology analyzer during startup. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the leak did not originate from wire marker wm5 (port 5), but from port 7 instead. The fse replaced tubing 207, on blood sampling valve (bsv) port 7, which had a hole to resolve the leak. (B)(4).